Event description:
It was reported that the 8800 system locked up during a case and requiring reboot to correct. It was noted that this happened 4-6 times this morning. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported failure could not be duplicated. However, autotransformer needs restrapping to match incoming line voltage. Changed the strapping on the transformer. The system was tested and found to be working as intended and placed back into service.